Event description:
The account alleges the nurse call is not working. No injury reported.

Manufacturer narrative:
The account replaced the sidecom cable and the issue remained. Tech suggested replacing the logic board or the left coil cable. The account replaced the left coil cable and the issue remained. The tech suggested checking the power supply board. No further info is available on the repair of the bed at this time.